Manufacturer narrative:
The patient experienced peritonitis on an unknown date in (B)(6) 2016 the cause of this peritonitis was use error reported to be due to a break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a break in aseptic technique resulting in peritonitis manifested by abdominal pain, vomiting and cloudy pd fluid. The breach was further described as the patient did not wear a mask during pd therapy. It was not reported if the patient was hospitalized for the event. The patient was treated with 60mg of gentamicin intraperitoneally and daily. The patient recovered and had been retrained on proper aseptic technique. Action taken with pd therapy was not reported. Additional information is not available.